Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 600043-2007-00093. In 2007, it was reported to boston scientific that a procedure using a prolieve thermodilatation system for treating benign prostatic hyperplasia (bph) occurred. Post procedure, the patient was having difficulty voiding. During placement of the catheter, the physician noticed a "significant amount of blood in the urine." The patient then proceeded to pass out as a result of low blood pressure. Oxygen was administered and a call was placed to 911. Patient gained consciousness prior to emergency medical personel arriving. Vitals were taken and all were good, including the blood pressure reading. The patient was taken to the hospital for observation at the request of his daughter. The patient is a diabetic, hypoglycemic and had not eaten 12 hours prior to the procedure.during a patient follow up visit at the hospital, the physician noted urethral trauma with bleeding at the bladder neck. Cauterization was used to stop the bleeding.the patient's condition was reported as "fine."

Manufacturer narrative:
A review of the device history record (DHR) was reviewed; no anomalies were noted. Complaint was confirmed, the I/o board was not connecting correctly with the hxc. The I/o board needed to be cleaned and the I/o board cable needed to be reseated. A full functional test was performed per the prolieve pm procedure and the rf was found to be out of specification. The rf was adjusted to specification as per the pm procedure. Performed full functional test, all tests ok. Service performed and system placed back in service. The root cause is a connection issue with the I/o board and the hxc, the I/o board was dirty and the cable needed to be reseated. This is a design issue of the hxc tower which is currently being evaluated for redesign.bsc reference: a00073399 / 484321